Event description:
Near the end of a bypass procedure, approx 45 mins after initiation, blood was observed to apparently be leaking from the top of the fiber bundle, and then, from the bottom of the unit onto the floor. The unit was clamped and came off bypass. The reported blood loss is estimated at 1000-ml. Two units of blood were transfused to the pt.